Manufacturer narrative:
The reported malfunction was observed and was attributed to an open shorting wire in the electrodes. The customer received a replacement set of one step CPR aa electrodes. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during biomed, the associated defibrillator failed the 30j self test with these electrodes attached. Complainant indicated that there was no pt involvement in the reported malfunction.